Event description:
A patient reported that they are at the end of treatment and are unhappy with the day aligners results. The patient noticed that their alignment appeared off and they said that tooth #9 is angled. The patient stated that after 15 days of not wearing them, their teeth shifted so they started back wearing them at the point where they felt comfortable. The patient is currently on upper #4 and lower # 8. The patient had #9 but may have lost it.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.